Manufacturer narrative:
.

Event description:
It was reported to philips that the device is unable to turn on. There was no reported patient involvement. The efficia dfm100 defibrillator, (B)(4), is substantially similar to the heartstart xl+ defibrillator ((B)(4)) and will be reported in the united states under device (B)(4).

Manufacturer narrative:
Serial # not provided. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is unable to turn on. There was no reported patient involvement.